Manufacturer narrative:
The device was received in backup operation. Device image indicated that code corruption had occurred at voltage near end of life (eol) level and reverted the device to bvvi mode. Analysis performed after installing new battery indicated normal device characteristics. Telemetry test was performed with battery loaded down to eol level with normal results. The original battery had depleted to normal eol level. The implant duration was 13.1 years, which exceeded device's 10.05 years projected longevity and considered normal battery depletion.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an in clinic follow-up, the device was not able to be interrogated. Magnetic response indicated that the device was pacing and indicated that the device was at end-of-life (eol). The device was at eol earlier than predicted at the previous follow-up. Premature battery depletion was suspected. The device was explanted to resolve the event. The patient was in stable condition.